Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was not connected properly. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the monitors on the 9800 system went blank and the system locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.